Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor did not take her calibrations and that it seemed loose. She received an alert of a low blood glucose of 40 mg/dl when the blood glucose reading was actually 200 mg/dl. She reported that the transmitter went through unexpected reinitializations. It was determined that customer was not following proper procedure. Nothing further was reported.